Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from february 18, 2021 - february 19, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv ( large volume) did not infused completely. The day after the device was connected, the device was disconnected and three fourths of the solution remained in the device. It was further reported that a peripherally inserted central catheter (PICC) line was checked and confirmed to be clear. The device was filled with 13500mg piperacillin/tazobactam in 240ml 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.